Event description:
It was reported that the pt has experienced knee pain, major foot pain, swelling bleeding into the knee joint and debris. While riding a stationary bike, the pt will have shooting pain and swelling of the knee, and must use a came to assist with walking. The swelling will subside in approx 48 hours, and the pt's knee goes back to normal. His surgeon has recommended a synovectomy.

Manufacturer narrative:
Eval summary: operative notes were received, but from the info provided no deviation from the surgical technique was observed. Post operative x-rays were provided from (B)(6) 2010 and (B)(6) 2011. It does not appear there are any significant issues with the devices, with regard to component position, sizing, osteolysis, etc. However, since zimmer is unable to provide medical advice. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated.